Manufacturer narrative:
Correction: this report is being sent to indicate the complaint event is not reportable. Upon receipt of additional information, it was determined this event is not reportable under FDA 21 cfr part 803 as it does not meet the criteria for a death, serious injury or reportable product malfunction. Information was provided on 13nov2023 indicating the reported medical intervention was additional packing to treat bleeding from the incision site; this is not considered intervention to preclude permanent impairment or death. Therefore, this event is no longer considered a serious injury per 21 cfr part 803.3. There is also no alleged deficiency related to the identity, quality, durability, reliability, safety, effectiveness, or performance of a cook device.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Event description:
It was reported via a cri observational complaint form, that a 61-year-old female patient experienced bleeding from the tracheostomy site. On (B)(6) 2022, the tracheostomy procedure was performed in the intensive care unit for airway control. The patient was previously intubated in the field by ems and experienced labored breathing 15 minutes after extubation. The patient's positive end-expiratory pressure (peep) was less than 20. Ultrasound was not used. During the procedure, bronchoscopic guidance was used. A vertical incision was made and blunt dissection was performed. Percutaneous dilation and insertion of the tracheostomy tube on the first attempt were successful. No adverse events or device deficiencies were identified during the procedure. On (B)(6) 2022, increased bleeding from the tracheostomy site was reported. An unspecified medical treatment was required. The bleeding subsided; however, "oozing" was still observed. Additional information regarding the unspecified medical intervention has been requested but is currently unavailable.

Manufacturer narrative:
E3- occupation: principal investigator. G4- PMA/510(k) #: k193133. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned or that a death or serious injury occurred; nor is it admission that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. This report includes information known at this time. A follow-up report will be submitted should additional, relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned or that a death or serious injury occurred; nor is it admission that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Investigation ¿ evaluation. It was reported via a cri observational complaint form that a patient experienced bleeding from the tracheostomy site. On (B)(6) 2022, the tracheostomy procedure was performed in the intensive care unit for airway control. The patient was previously intubated in the field by ems and experienced labored breathing 15 minutes after extubation. The patient's positive end-expiratory pressure (peep) was less than 20. Ultrasound was not used. During the procedure, bronchoscopic guidance was used. A vertical incision was made, and blunt dissection was performed. Percutaneous dilation and insertion of the tracheostomy tube on the first attempt were successful. No adverse events or device deficiencies were identified during the procedure. On (B)(6) 2022, increased bleeding from the tracheostomy site was reported. The bleeding subsided; however, "oozing" was still observed. As a result, two pieces of resorbable oxidized cellulose (surgicel) were placed into the inferior portion of the incision. Reviews of documentation including the instructions for use (IFU) of the complaint device were conducted during the investigation. The complaint device was not returned; therefore, no physical examinations could be performed. However, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. The customer did not provide the lot number for the complaint device. Cook reviewed the sales history for this customer and was unable to identify the complaint lot. The device history record could not be reviewed. Based on this information, the device was manufactured to specification. There is no evidence of nonconforming material in house or in the field. Cook also reviewed product labeling. The product IFU, [c_t_ptisgi2_rev0] ¿blue rhino g2-multi percutaneous tracheostomy introducer,¿ provides the following information to the user related to the reported failure mode: warnings: ¿anatomic anomalies may make the procedure difficult to perform. The presence of anomalous blood vessels may cause excessive bleeding during the procedure.¿ precautions: ¿an ultrasound evaluation of the patient¿s neck prior to the procedure may aid in identification of anatomical variances.¿ instructions for use: tracheostomy procedure: ¿22. Perform suction to determine if any significant bleeding or possible obstruction exists that has not been noted to this point. 23. If necessary, one suture may not be taken at the bottom of the initial incision.¿ post-placement: ¿follow hospital protocol for post-tracheostomy care and maintenance.¿ based on the information provided, no product returned, and the results of the investigation, cook concluded that the event was related to the patient's condition. The bleeding was noticed after an increase in blood pressure was noted. An increase in blood pressure places additional stress on the blood vessels and can exacerbate bleeding from an already compromised site. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.